Event description:
This patient was entered into the illuminate pivotal study. Ipsilateral common iliac successfully pretreated prior to the index procedure with less that 30% residual stenosis. Calcified sfa 7cm long lesion pre-dilated with a 4x80 evercross balloon at 10 atms for 1 minute with a mild dissection noted. This was followed up with a 5x80 evercross at 10 atms for 2 minutes with another dissection. A second inflation of the balloon at 10atm for 10 minute dilation properly sealed the dissection. Please reference MDR 2183870-2013-00263 for the second evercross in this procedure.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available.